Event description:
During preparation for cardiopulmonary bypass, the air bubble detection cable was reported to be non-functional. Replacing the cable restored the air bubble detector to normal function. There was no reported adverse consequence to the patient as a result of this event.